Event description:
It was initially reported that the patient has passed away, but no further details were made available. It was only known that it was of "natural causes." The patient was said to have been in a group home prior to her death, but information received to date indicates that she died in a nursing home. No further details have been made available on the issue. A search performed in the manufacturer's programming history database showed that the last known diagnostics was performed on (B) (6) 2006, which were with normal limits. The patient appeared to have been seen on (B) (6) 2006, at which time, did not have any diagnostics performed, but an interrogation of the device was performed. The device was not at an eos at that time. Good faith attempts to obtain additional information have been unsuccessful to date. It is unclear if any further details will be obtain since the guardian who would need to approve the release of details has also since passed away.